Event description:
As reported by the field clinical specialist (fcs), a decision was made to implant a 23 mm sapien 3 ultra resilia valve with an additional 2 cc of volume. During the transfemoral transcatheter aortic valve replacement (tavr) procedure with the 23 mm sapien 3 ultra resilia valve, prior to deflating the 23 mm commander delivery system balloon, the pacer lost capture and the valve embolized into the aorta. The 23 mm commander delivery system balloon was inflated to pull the valve into the descending aorta. The valve was then apposed to the wall of the aorta. A decision was then made to implant a 26 mm sapien 3 ultra resilia valve. During advancement of the 26 mm commander delivery system and 26 mm sapien 3 ultra resilia valve, the system began pushing the 23 mm sapien 3 ultra resilia valve towards the aortic arch; however, with manipulation/flex, the system was able to be advance through the 23 mm sapien 3 ultra resilia valve. The 26 mm sapien 3 ultra resilia valve was deployed in the 90/10 (aortic/left ventricular) position with nominal volume. The 26 mm commander delivery system was then pulled back to the 23 mm sapien 3 ultra resilia valve that was in the aortic arch. The delivery system was inflated and the 23 mm sapien 3 ultra resilia valve was pulled further down into the descending aorta. The 23 mm sapien 3 ultra resilia valve was apposed to the descending aorta with the delivery system. The invasive gradient across the 23 mm sapien 3 ultra resilia valve in the aorta was 0 mmhg. There was no paravalvular leak (pvl). Additional information was provided indicating the 23 mm sapien 3 ultra resilia valve had not been fully apposed to the wall of the descending aorta before advancing the 26 mm commander delivery system and 26 mm sapien 3 ultra resilia valve through it. As a result, the 26 mm commander delivery system and 26 mm sapien 3 ultra resilia valve began pushing the 23 mm sapien 3 ultra resilia valve up towards the aortic arch. A decision was made to upsize from a 23 mm valve to a 26 mm valve size because it was believed that the valve embolization may have been slightly due to undersizing the valve.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (pacer lost capture and undersizing of the valve) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.